Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). Clotted inner lumen is a blockage of the catheter¿s inner channel, typically caused by blood clot thrombus formation within that lumen. When the inner lumen becomes occluded by a blood clot, it can no longer transmit accurate arterial pressure. Inner lumen importance the inner lumen of an iab catheter is used to monitor arterial pressure waveforms. Causes of clotted inner lumen are as follows 1. Inadequate flushing of the inner lumen. 2. Kink in the inner lumen. 3. Iab remaining inactive or in standby for more than 30 minutes.

Event description:
(B)(6) rn calls from the ICU stating they just received a patient transferred from an outlying hospital to (B)(6). He starts to (B)(6) rn called into the emergency support program line to request support from the ICU, stating they had just received a patient transferred from an outlying hospital to (B)(6). He began to describe that they had transferred the therapy to their arrow iabp at (B)(6) when (B)(6) rn from transport joined the call. (B)(6) stated he wanted to verify what teleflex had already communicated regarding a clotted inner lumen of the sensation plus 8fr 50cc iab. He wanted to confirm that the catheter did not need to be removed due to the clotted inner lumen. Esp personnel verified that information as accurate and reviewed management of the clotted inner lumen with him. No harm or injury to the patient was reported.